Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that, "the k-wire was pushed in further into the patient". No adverse consequences reported to the patient.